Event description:
Report received of delivery inaccuracy. The pump was returned to the biomedical engineering department with a note that questioned "dose end/volume accuracy". There were no reports of any adverse patient events while the device was in clinical use. Though requested, no further information was available.